Event description:
It was reported to boston scientific corporation that a zero tip was used in the basal segment of the left lower lung during a fibrobronchoscopic alveolar lavage procedure performed on (B)(6) 2024. During the procedure, there was knot about 4cm away from the tip of the basket. The basket was gently removed, and it was observed broken. Another of the same device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6). Block h6: device code a0401 captures the reportable event of basket wire break. Block h2: block a1 (patient identifier) and e1 (initial reporter address 1, initial reporter address 2, and initial reporter city) have been updated based on additional information received on 23dec2024.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) hospital. Block h6: device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a zero tip was used in the basal segment of the left lower lung during a fibrobronchoscopic alveolar lavage procedure performed on (B)(6) 2024. During the procedure, there was knot about 4cm away from the tip of the basket. The basket was gently removed, and it was observed broken. Another of the same device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be stable.

Event description:
It was reported to boston scientific corporation that a zero tip was used in the basal segment of the left lower lung during a fibrobronchoscopic alveolar lavage procedure performed on (B)(6) 2024. During the procedure, there was knot about 4cm away from the tip of the basket. The basket was gently removed, and it was observed broken. Another of the same device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be stable.

Manufacturer narrative:
E1: initial reporter facility name is (B)(6) hospital. H6: device code a0401 captures the reportable event of basket wire break. H11: the returned zero tip was analyzed, and a visual inspection found the sheath from the working length was detached, twisted, and kinked. The basket wires were kinked, and one of them were detached. The reported event that the basket wire broke was confirmed. Based on all available information, it is most likely that the damages seen during the product analysis happened as a result of the manipulation of the device inside the patient by the physician's technique. Therefore, the most probable root cause is adverse event related to procedure.